Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that pn 31x5 europe bd brand was clogged during injection. The following information was provided by the initial reporter: the flow is limited and even stopped after half of injection. When changing needle the flow is back as normal.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pn 31x5 europe bd brand was clogged during injection. The following information was provided by the initial reporter: the flow is limited and even stopped after half of injection. When changing needle the flow is back as normal.